Event description:
It was reported that setscrew anomaly was noted. The device was explanted and returned.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of setscrew anomaly was confirmed and was due to medical adhesive contamination. Medical adhesive was partially filling the setscrew inset, in the setscrew and connector block threads interface, and around the bottom of the septum and inside the septum opening. The device was tested and no anomalies were found.